Manufacturer narrative:
The technician found that brake casters would swivel when the brake is engaged. The technician replaced all of the defective brake casters to resolve the issue.

Event description:
The account alleged the stretcher moves when brake is on. No alleged injuries by account.